Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube, the control unit, the scope connector cover, the switch box, the forceps channel port, the angulation lever, the up/down angulation lever plate, the universal cord, the protector of universal cord on the control section side, the suction connector and the grip were scratched. The adhesive on the bending section cover had a chip; the connecting tube had a wrinkle; the indication on the grip was unclear; the light guide lens had a crack; the electrical connector had discoloration due to water leakage; due to a pinhole on the channel tube, water tightness was lost and due to wear of the angle wire, the bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had a light guide lens damage and insertion part coating peeling off. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: indication on the connecting tube had a disappeared area (1mm2 or more) and the connecting tube had coating peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the peeling off of the coating or the disappearance of the marking on the insertion section (greater than or equal to 1 x 1 mm²) was caused by the stress of repeated use, external factors, or the handling of the device. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.